Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.